Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that when the patient flexed his head backward, the distal portion of the back/occipital left lead would poke out. Additionally, the patient was experiencing some motor stimulation. The patient underwent a revision procedure wherein the leads were pulled back. The patient was doing well. The leads remain implanted in the patient and in use.